Event description:
It was reported the light source front panel was blinking. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Initial findings noted the event previously stated in section b5 was due to a broken limiter switch. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's malfunction was confirmed.  Based on the investigation results, a definitive root cause could not be determined. However, it is likely that front panel is blinking event, occurred due to limiter switch failure. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device.